Event description:
The programmer was returned to the manufacturer due to current software not being able to be loaded. It was analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed that software updates not able to be loaded. Analysis also found that the electrocardiogram connector was loose on the link electronic module board. A noisy system fan was also noted.